Event description:
The fe reported the system displayed a collimator potentiometer error message. This error message on a uroview system will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.